Event description:
It was reported the "ems" was used during a not reported procedure. It was reported by the affiliate the staple would not deliver. There was no consequence to the patient. 01/20/1998 no other additional information available. 09/16/1998 the device is not being returned.